Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a lap sleeve gastrectomy involving the stomach, when the surgeon fired the stapler, it left a cut with no staples at the proximal end as if the staple line did not lay staples all the way to the tissue stop, leaving a small portion that was cut open. Even the seamguard (item code: 12bsgtri60b) that was placed seemed to be further up from where it started cutting. To correct the condition, the surgeon sutured the open part of the stomach to prevent a leak. The current status of the patient is good.